Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -8.5/1.5/094 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem. It was reported that in the reporter opinion " user error " was the cause of this event. However, it was reported that the device failed to perform as intended. For cause details the reporter stated "very small vault. Surgeon preference change". For status of the eye (signs/symptoms) "no concerns" was reported.